Event description:
The customer reported elevated beta human chorionic gonadotrophin (bhcg) results, for one patient, involving the synchron lx I 725 system. All of the patient's results were above the normal range of the assay. The elevated results were not released out of the laboratory. There was no patient impact associated with this event. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered the customer had dark counts outside limits errors. The fse removed the analytical unit and cleaned the wash carousel. The fse inspected the precision pump and noticed a small amount of dried buffer along the lower pump. The fse rebuilt the upper and lower pump and cleaned the wash and precision valves. The fse verified ultrasonics voltages were within specification. The fse performed pipettor alignments, system check, high sensitivity (hs) system check, and dilution test; all results passed within specifications. Service activity performed was verified to meet the specified requirements per established procedures. The unit conformed to the manufacturer's published performance specifications.